Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a battery out limit alarm as well as a failed battery test. Damage to the battery cap was also reported. Customer's blood glucose level was unknown.